Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump with a malfunctioning channel c pumphead module was confirmed by baxter quality engineering as failure code 500:320:844:0000. This condition was caused by the panel lockout button being pressed for more than 50 seconds. Failure code 500:320:844:0000 was not duplicated during product evaluation and, therefore, no repair was necessary.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low ammonia (amm) results generated by unicel dxc 800 synchron chemistry analyzer. The results were reported out of the laboratory. It is not known if the patient treatments were affected. The risk of serious injury will be assumed upon recur.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review indicates that the device has not been previously serviced for the reported condition of channel c is malfunctioning. (B)(4).

Event description:
The facility reported a colleague infusion pump with a malfunctioning channel c pumphead module, which was identified during bio-medical testing. However, upon reviewing the pump's event history, baxter quality engineering confirmed the reported condition as failure code 500:320:844:0000 and discovered this event occurred during and interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.